Manufacturer narrative:
During an inbound call, patient's mother reported that patient was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and blood sugars of 500+. On the day prior to admission patient was vomiting and upon testing his blood sugar the next day they found his blood sugar to be elevated. Mother says that patient has a developmental disability and psychiatric issues and he does not always take his insulin. Patient was admitted to the ICU and the device in question was discarded. Patient was discharged home off of the device, but the next day was placed on it again by his provider. He has continued to use the vgo. His blood sugars range from 100-300. There is no alleged device malfunction. Root cause is most likely that the patient was not taking insulin as prescribed.

Event description:
During an inbound call, patient's mother reported that patient was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and blood sugars of 500+. On the day prior to admission patient was vomiting and upon testing his blood sugar the next day they found his blood sugar to be elevated. Mother says that patient has a developmental disability and psychiatric issues and he does not always take his insulin. Patient was admitted to the ICU and the device in question was discarded. Patient was discharged home off of the device, but the next day was placed on it again by his provider. He has continued to use the vgo. His blood sugars range from 100-300.